Event description:
It was reported that a patient fell out of the bed and the bed exit did not alarm. It was reported that the nurse call cable was not connected leading to the alarm not sounding at the nurses' station, and the status of the local alarm was not given. There was patient involvement, however no adverse consequence or clinically relevant delay in treatment was reported.